Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one days post implant, the right atrial (ra) lead was found to be capturing the right ventricle. The ra lead was found to be dislodged. The lead was programmed turned off, and then explanted and replaced two days later. No patient complications have been reported as a result of this event.